Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2014 to report that the sensor was inaccurate when compared to fingerstick values on (B)(6) 2014. Patient's parent reported that the device read 50 while the fingerstick value was 120. Patient's parent did not report any injuries or medical intervention at the time of contact with dexcom technical support.